Manufacturer narrative:
Investigation summary: received one (1) used list# b55005 manifold w/ baseplate. As received, no defects or anomalies were observed. The set was leak tested per product specifications. No leakage was observed. The complaint of "manifold leaking at propofol site" could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where it was reported the manifold was leaking at propofol site for a patient under sedation (sedation for antiepileptic reasons). Before the reported issue, the patient was sedated and intubated due to post code blue. Patient had severe myoclonic seizures and was kept stable with sedation. During the reported issue, the patient was stable with sedation. After the reported issue, the patient was stable as the nurse noticed prior to any seizures resuming. The patient was not harmed; however, it was considered near miss - high risk. The delay in therapy was the patient not receiving the propofol needed to control her epileptic events. There was patient involvement and unknown adverse event.